Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the nozzle unit was defective and in need of replacement. Replacement of the defective part solved the issue. No log files have been provided. The plastic nozzle unit contains a valve diaphragm. The valve diaphragm, controlled by the inspiratory solenoid, regulates the gas flow through the gas module. The complete plastic nozzle unit must be replaced during preventive maintenance. The replaced part has not been returned. According to the received information, the cause of the issue has been determined and was related to defective gas module. A correction of field # d1 brand name, # d4 version or model # were required. D1 brand name, previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440.

Event description:
Manufacturer ref#: (B)(4).